Event description:
It was reported that the implantable cardiac monitor exhibited oversensing. No intervention had been reported. The patient experienced no adverse consequences. No additional information was available.